Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my doc took everything') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("hot flash"), menopause ("menopause"), hirsutism ("only issue is one little hair on my chin") and renal vascular thrombosis ("renal thrombosis"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, menopause, hirsutism and renal vascular thrombosis outcome was unknown and the hot flush had resolved. The reporter considered hirsutism, hot flush, medical device removal, menopause and renal vascular thrombosis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my doc took everything') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("hot flash"), menopause ("menopause"), hirsutism ("only issue is one little hair on my chin") and renal vascular thrombosis ("renal thrombosis"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, menopause, hirsutism and renal vascular thrombosis outcome was unknown and the hot flush had resolved. The reporter considered hirsutism, hot flush, medical device removal, menopause and renal vascular thrombosis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-may-2020: social media report received. New event renal thrombosis was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my doc took everything') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("hot flash"), menopause ("menopause") and hirsutism ("only issue is one little hair on my chin"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, menopause and hirsutism outcome was unknown and the hot flush had resolved. The reporter considered hirsutism, hot flush, medical device removal and menopause to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.